Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. 45 days post implant on (B)(6) 2022, the physician performed a transesophageal echocardiogram (tee) and observed an extremely large clot/thrombus sitting on the disc of the amulet in the left atrium. The patient remained on eliquis after 45-day follow-up tee. The patient was discharged.

Manufacturer narrative:
An event of thrombus on the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but the patient's pre-existing atrial fibrillation may have led to the reported thrombus on the device there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the initially filed report, the following information was received: that brilenta was taken post procedure and after the thrombus was detected.